Event description:
It was reported by a veterinarian that an ovariohysterectomy was done on (B)(6) 2013 and suture was used. On (B)(6) 2013, it was noted that the linea alba dehisced. The vet noted that the suture had broken post operatively.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.